Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported the patient's ipg was explanted and replaced for an unknown reason. There is no additional information at this time.

Event description:
Additional information was received that the patient's ipg was explanted electively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.